Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. At the revision procedure to reposition this right ventricular (rv) lead, it was confirmed by fluoroscopy that this lead was fractured. Additional information received indicates that this lead fracture was due to induced physical damage during the revision procedure. The right ventricular (rv) lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information indicates that this lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.